Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Patient connected on a catheter at 13h30, with a care assistant. He dialyzes in hdf, on a surdial x dialyzer, with nipro blood lines. He is visible from the nurses' post. At 13h45, the patient says he has got blood on his hands. The nurse saw through the surgical field the venous branch is unscrewed. She screws it immediately and calls a doctor. The patient is tired, but no drop of bp. Check of the cbc. Estimated loss of blood: 500 to 800 ml. The patient is placed in the head down position, with a perfusion of 200 ml of saline. Outcome: patient recovery.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. The device remains implanted the patient and has been used since the incident with no reported problems. There have been no previous incidents involving this device or patient. A review of the manufacturing work order for the two potential device lots indicated that during in-process inspection there were no rejections. Without an evolution of the device involved in the incident the cause or contributing factors of the incident could not be determined.